Manufacturer narrative:
Per the user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 548 mg/dl and insulin injections were administered to address bg. Pump system check with tandem technical support (cts) found air bubbles exiting the cartridge. Customer had not performed the air removal step while loading the cartridge and had used humalog in the cartridge for 3-4 days. Cts educated the customer on how to remove air and humalog was labeled for 48 hour use with the pump. Reportedly, customer change the cartridge using the air removal technique and performed cartridge change on day 2.